Event description:
Pt had silicone gel breast implants removed due to capsular contracture. The left capsule was opened, implant removed and found to be intact. The right capsule was found to be densely adherent. It was opened and the implant was ruptured on the right side within the capsule.